Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation and high impedances. As a result, surgical intervention was undertaken on (B)(6)2025 wherein the left lead was explanted and replaced to address the issue.